Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
In this event it was reported that a x-smart stopped during the preparation of the root canal. The needle stuck in the pulp cavity was difficult to remove. There was no patient's injury.